Manufacturer narrative:
The ventilator was investigated on site by a field service engineer and the blower module was replaced to resolve the issue. The device passed all functional check and safety tests according to factory specifications, the device was safe and returned to customer for clinical use. The defective turbine module was returned to the manufacturer for investigation. The provided logs confirm a technical error indicating turbine module failure at the date of reported event. Simulated use testing of the returned turbine module could not reproduce the error. The turbine was test in a ventilator with more than 48 hours of simulated ventilation without any error. The device passed multiple pre-use checks at end of simulated ventilation as well. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. The technical error could not be reproduced and therefore the root cause could not be determined.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).